Event description:
It was reported that when the device was used during a colon procedure, the anvil would not attach to the device another device was used to complete the case. There was no consequence to the pt.